Event description:
The customer observed imprecise and biased vitros gentamicin (gent) results predicted from quality control samples when processed on two different vitros 5,1 fs chemistry systems. Vitros gent results of 4.849, 4.839 and 4 replicates >10 ug/ml were predicted from a level 3 control fluid vs. An expected result of 7.45 ug/ml, and a vitros gent result of 4.849 ug/ml was predicted from a level 2 control fluid vs. An expected result of 3.58 ug/ml. There was no evidence that patient sample results were affected. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation patient harm. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and biased vitros gent results were predicted from quality control samples processed on two different vitros 5,1 fs system. A definitive cause was not identified, however a reagent issue contributing to the event could not be ruled out. Evaluation of day to day precision from a previous vitros gent reagent lot that was in use and within run precision testing using a new lot of vitros gent reagent showed acceptable performance. There was no evidence an instrument issue contributed to the event. A definitive root cause for the event could not be determined.